Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The incoming inspector was not able to identify origin or component of foreign material. The incoming inspector was not able to remove the foreign material by reprocessing method listed in instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the channels are blocked on the evis exera iii colonovideoscope. There were no reports of patient harm or impact associated with the event. During inspection and testing of the retuned device revealed the nozzle is clogged with a foreign material of an unknown origin. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no damage of the nozzle was observed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.